Manufacturer narrative:
This device is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
During pci, the physician tried to cross the tight left anterior descending artery (lad) lesion but somehow the physician bent the tines of the cypher. Finally he used another cypher of the same size. Review of the returned product indicates the distal stent struts were uplifted. The device appeared normal before the procedure. It was inspected and prepped per IFU. The calcified lesion had 50% stenosis post-dilation and the vessel was tortuous. There was difficulty advancing the device through the vessel and the physician was also unable to advance the device through or past the target lesion. No excessive force used at any time in the procedure.